Manufacturer narrative:
(B)(4). Manufacturer method: manufacturer evaluation included review of device history record. Manufacturer results: manufacturer DHR review did not verify complaint. Manufacturer conclusions: complaint could not be confirmed.

Event description:
Healthcare provider reports: protime system inr results inconsistent with reference lab. Protime inr 4.7 and 2.0 vs reference ((B)(4)) lab inr 6.8. Patient's therapeutic range: 2.0 - 3.0.